Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rapid gas loss alarm generated twice. Initially the customer decided to replace the intra-aortic balloon pump (iabp) however there was still an alarm. The customer then replaced the iab catheter and no new alarms were generated. The patient expired on (B)(6) 2017. This case is for the second iab where there was no reported malfunction. The facility does not attribute the death to the device.